Event description:
Photon. Guidant balloon 8 failures in 30 day period, 2 balloon failures, 2 hub failures, 4 wire entrapments. 40 per month usage approx. 20% failure rate. No negative pt outcomes/ product usage only. Manufacturer made aware 1/19/00.